Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip open and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. A clip delivery system (cds) was advanced to the mitral valve, and the clip was placed, reducing mr. However, during the deployment sequence, the clip started to open when establishing final arm angle/efaa. Therefore, the clip was closed again, and troubleshooting was performed. The clip was closed less than 30 degrees and relaxed at 30 degrees after deployment. The clip was implanted, reducing mr to 2-3. It was noted that there was resistance when turning the arm positioner resulting in force to be applied. A second clip was deployed to stabilize the opened clip and further reduce mr. The clip was stable, but mr did not reduce further. Two clips were implanted, reducing mr to 2-3. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opened while locked, clip opened while establishing final arm angle/efaa and physical resistance of the arm positioner. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a